Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a stone crushing forceps would not close after a stone was lodged inside the jaws. This meant that the instrument couldn't be removed from the sheath during a cystoscopy. The surgeon had to revert to an open procedure to free the stone from the instrument so that it could be safely passed back through the cystoscopy sheaths.